Event description:
It was reported that a clearlink paclitaxel set leaked. The event was further described as "cracking/snapping" where the tubing was affixed to the non baxter bag. The device had been used with a non-baxter bag containing an unspecified chemotherapy drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address: (b(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.